Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), it was noted that the activation coils were separated from the jaws. The heater wire was detached from the jaws. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), it was noted that the activation coils were separated from the jaws. The heater wire was detached from the jaws. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 25nov2019 and an investigation was conducted on 21jan2020. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent". Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), it was noted that the activation coils were separated from the jaws. The heater wire was detached from the jaws. No patient involvement.